Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/08/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump history review shows low battery and replace battery warnings on the reported failure date. An external power supply was used to test the pump current draws, which were found within specification. The pump cover was removed, and there was no evidence of moisture or damage to the power circuit or battery flex. The complaint of power loss could not be duplicated during testing. Unrelated to the complaint, the keypad cover was observed to be torn at the down arrow key. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The keypad buttons responded appropriately. During evaluation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, and stated the pump lost power without providing adequate alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.